Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with no tortuosity and heavy calcification that was 70% stenosed. Pre-dilatation was performed with a 3.0 x 8 mm nc trek balloon dilatation catheter (bdc). A 3.0 x 15 mm xience prox stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed during the first inflation at 18 atmospheres for 19 seconds; however, the sds was unable to be deflated. It was stated that the balloon would not deflate even when a syringe was used. The balloon was removed inflated from the anatomy with force. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The deflation issue was not confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as return analysis was unable to confirm the reported complaint. The difficulties removing the device are likely related to circumstances of the procedure as the inflated balloon would have interacted with the anatomy, causing resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.